Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the 'up' and 'down' arrow buttons. Multiple button presses are required before the 'up' and 'down' buttons will engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to this complaint, it was observed that the battery compartment is cracked at opening of battery chamber extending down to the primary seal.

Event description:
The patient contacted animas on (B)(6) 2012, stating, for about four months, the up and down arrow buttons were intermittently responsive and delayed when they were responsive. The patient reportedly wore the pump in a pocket and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.